Manufacturer narrative:
The insulin pump was received with a stripped battery coin slot, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump battery cap was damaged and they are unable to remove it from the device. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 219 mg/dl at time of reporting. Nothing further reported.